Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that an "obvious white fibrous particle" was floating inside of the reservoir about 2-3mm in length. This was observed after filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 250ml of fluid in the bladder. Visual examination of the unit found a strand of particle (approximately 3.9 mm in length) floating freely within the fluid of the bladder. No other observation was noted. An infrared radiation (ir) scan revealed that the particle was identified as polyester which is consistent with stress-member filter material. A coil is utilized within the filter cutting process at the sortimat equipment. A worn coil is the cause of the torn filter. The coil is replaced daily as part of preventive maintenance and to mitigate this issue, a 100% visual inspection is in place to inspect the filters of the devices. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.